Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 520 mg/dl associated with an inaccurate delivery issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. Troubleshooting with customer technical support (cts) was unable to be completed at the time of the call. It was determined that the date was incorrect in the pump, but that was not a cause of the bg excursion. Cts determined that a change in stress level contributed to the bg excursion and referred the patient to their healthcare provider for diabetes management. This report is being made due to the bg excursion the patient experienced while on insulin pump therapy.

Manufacturer narrative:
Follow-up #1: date of submission 10/30/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the black box showed a loss of prime event on (B)(4) 2015 07:30; deliveries resumed at 09:45. There was another loss of prime at 11:06; deliveries resumed at 12:45. On (B)(4) 2015 08:30 loss of prime; deliveries resumed at 10:06. The pump was exercised for 24hr duration period with no errors, alarms or warnings duplicated during this time period. The total daily doses added up correctly and reflected the users programmed basal rates. A delivery accuracy test was successfully completed and the pump was found to be delivering accurately and within required range. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.